Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise on the rate sense channel and a revision procedure was performed due to a fracture. When the physician attempted to explant the lead using laser extraction it fractured further, thus the lead will not be returned for analysis. The physician noted that the fracture occurred due to a subclavian crush. No additional adverse patient effects were reported.